Manufacturer narrative:
Additional information to manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed with the evaluation of the returned system controller (serial # (B)(6). The device was tested with laboratory equipment and the driveline fault alarm was able to be reproduced. Similar events of driveline fault alarms have been identified and was addressed by implementing a correction action, which improved the system controller design to activate the driveline fault alarm accordingly. The returned system controller was manufactured prior to the full implementation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Before the controller was exchanged, log file analysis identified driveline faults present on phase c. After the controller was exchanged log file analysis still identified a drop in phase c, however, there were no driveline faults produced. It did appear that there was some kind of damage to phase c based on the data seen in the log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed with the submitted log file. The log file captured driveline fault/yellow wrench alarm events that were active as a result of the data values being out of range. The data indicated there was an exchange to a second system controller. Power cable disconnect alarm events were induced to create data entries to capture driveline data values. The driveline data values were within range with no active driveline fault alarm. Additional information communicated on 28jan2021 indicated the system controller was exchanged and will not be returned for an evaluation. A root cause of the driveline fault/yellow wrench alarm captured in the log file could not be determined in this evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the system controller (serial #: (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial #: (B)(6)) was shipped to the customer on 13nov2014. The system controller was manufactured prior to the fully implementation of the CAPA. Heartmate ii lvas IFU (section 7) and heartmate ii patient handbook (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline fault and ¿connect power¿ alarms. Heartmate ii lvas IFU (section 2) and heartmate ii patient handbook (section 2), covers replacing the running system controller with a backup controller. Heartmate ii lvas IFU and heartmate ii patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline faults from 17dec2020 to 01jan2021. There were also power disconnected alarms. It was recommended to exchange the patient's controller and to perform a test of 25 power cable disconnects with the black power lead on the new controller. After the controller was exchanged to (B)(4) and power cable disconnect test was performed, log file review confirmed driveline faults and damage to phase c. Related manufacturer report number # 2916596-2021-00039.